Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting sensor discrepancies. Their basal was suspended causing them to have high blood glucose. The customer¿s sensor glucose reading from the reported event was 53 mg/dl while their blood glucose reading was 354 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose reading. The suspend on low limit in the sensor setting was 70 mg/dl. The customer¿s current blood glucose level was 433 mg/dl. They were advised to monitor their blood glucose. The sensor will be returned for analysis. The insulin pump will not be returned for analysis.